Event description:
It was initially reported by the nurse that the patient passed away. No additional information was given by the nurse. Good faith attempts to obtain additional information has been unsuccessful till date.